Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was unseated in the connector block. This prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported during a generator change out that the rv port setscrew to the intended implantable cardioverter defibrillator replacement unscrewed at an angle and could not be re-engaged into the header. The device was successfully exchanged. The patient was stable and asymptomatic.